Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2013; 419488, lead, implanted: (B)(6) 2013. Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that there were chronic high thresholds on the lv (left ventricular) lead, resulting in high lv outputs. Premature battery depletion was also reported. The device and lv lead were explanted and replaced. In the course of revising the lv lead, the atrial lead became dislodged, so it was also explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.